Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition two channels migrated post-operatively out of cochlea as confirmed with diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suddenly lost all hearing perception with the device after a head trauma occurred. Reportedly, the user felt pain at the implant site after the accident, but it has resolved. Re-implantation and re-positioning of the implant housing is planned but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, two channels migrated post-operatively out of cochlea as confirmed with diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user suddenly lost all hearing perception with the device after a head trauma occurred. Reportedly, the user felt pain at the implant site after the accident, but it has resolved. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly lost all hearing perception with the device after a head trauma occurred. Reportedly, the user felt pain at the implant site after the accident, but it has resolved.

Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, two channels migrated post-operatively out of cochlea as confirmed with diagnostic imaging. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suddenly lost all hearing perception with the device after a head trauma occurred. Reportedly, the user felt pain at the implant site after the accident, but it has resolved. The user has been re-implanted.